Event description:
It was reported that the pump did not charge and displayed a flashing green light despite use of multiple wall outlets, while the same charger produced a solid green light when charging an iphone, and a replacement charger was arranged after troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer troubleshooting and assessment of charger function by comparison with a non¿ilet device. Investigation of this case revealed a suspected charger malfunction preventing proper pump charging. It was concluded, based on previously established findings for similar reports, that the cause was a faulty external power supply.

Manufacturer narrative:
Initial.